Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain in right eye. After examination it was discovered patient had abrasion. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -1.00 x 63; left eye pre-op 20/20 -1.50 x -.50 x 111.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215

Manufacturer narrative:
Additional information was provided: at a post op visit, the patient was presented with white haziness to right eye (od) vision. The patient is still using prednisolone. It was also noted there was stromal edema and intraocular pressure was at 48. The surgery noted, it is likely intraocular pressure-induced interlamellar stromal keratitis on the right eye. The patient¿s chief complaint was of blurred vision and white haziness on od. The patient is experiencing loss of best corrected visual acuity (bcva). Post op refractive measurements as of 1/30/2019 for bcva is od 20/200 and os 20/40. Additional patient codes were included in this follow up based on the follow up received. Patient codes are listed in section for haze, stromal edema, and keratitis h6: additional patient code of 2137 is provided for blurred vision. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is 2/24/1996.